Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the camera cable break of the subject device due to applying the unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4)checked the subject device. There was the noise on the image of the subject device and the image was disappeared temporally. It was found the camera cable break and the cable twisted and no tightness cable for water. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was fading and then became not displaying at the beginning of the laparoscopic surgery. The intended procedure was completed with replacing to another device. There was no patient injury associated with this report.